Manufacturer narrative:
This is a final report.

Event description:
Per the surgeon's report, this patient's etiology of deafness was inner ear malformation. His cochlear implant was explanted in 2007, due to migration of the electrode array. Reimplantation plans were not reported to cochlear.